Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the ion-selective electrode (ise) module and replaced multiple hardware components which resolved the issue. These hardware components include the following: mix motor, syringe drive assembly, and buffer valves. The fse verified instrument operation.

Event description:
The customer obtained false high sodium (na), and/or chloride (cl), and potassium (k) results for six (6) patients, involving the au5800 clinical chemistry analyzer. The customer stated two false high results were reported outside the laboratory. The customer repeated the samples on the same and/or alternate au instrument and obtained sodium, chloride and potassium results within the normal reference range for the patients. The customer is not aware of any affect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation of the false high na, cl and k results.